Event description:
It was reported that a malfunction alarm, specifically 16-0x20e6, occurred with a customer's pump. There was no information given about any impact on the customer¿s blood glucose level. Tandem technical support attempted to resolve the issue by turning the pump off and on, but the malfunction persisted, prompting the decision to return the device for inspection. The pump is expected to be returned by june 30, 2025, and the customer is being issued a replacement pump.